Event description:
It was reported that during a procedure using the reflection drill, device tangled up and procedure had to be concluded with a backup device from a competitor. It is unknown if a delay or an injury occurred.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, the reflection drill "tangled up" during the procedure and the use of a competitor drill was required to complete the procedure. Responses to clinical documentation/information requests have not been received. It remains unknown whether there was any procedural delay or patient injury. Therefore, due to limited information, the root cause could not be concluded, and no further medical assessment could be performed at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.